Event description:
It was reported that the ventilator shut down with no alarm while connected to the patient. The nurse tried to power the ventilator back on twice but the ventilator shut off again with a very raspy alarm. The ventilator had a rattling sound internally. The nurse placed the patient on the backup ventilator. The field service center verified the reported problem during bench testing.

Manufacturer narrative:
Na.